Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 36 and 48 hours. The adhesive completely separated from the (abdomen) causing the cannula to dislodge.